Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of uterine perforation ("one device was not well placed and it perforated the uterus") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included complication of delivery nos (two complicated deliveries which ended in c-sections) and c-section. Concurrent conditions included nickel sensitivity. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced premature menopause ("ovarian failure (early menopause)") with ovarian failure. On an unknown date, the patient experienced menorrhagia ("menstrual period disorder/ painful hemorrhages"), dysmenorrhoea ("menstrual period disorder/ painful hemorrhages"), back pain ("back pain"), cardiovascular disorder ("problems with blood circulation"), fluid retention ("fluid retention"), weight increased ("she has gained around 30 kg") and mood altered ("sudden mood change"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, back pain, cardiovascular disorder, fluid retention, mood altered and premature menopause outcome was unknown and the weight increased had not resolved. The reporter provided no causality assessment for back pain, cardiovascular disorder, dysmenorrhoea, fluid retention, menorrhagia, mood altered, premature menopause, uterine perforation and weight increased with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound uterus - in 2009: one device not well placed and uterine perforation. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of uterine perforation ("one device was not well placed and it perforated the uterus") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included complication of delivery nos (two complicated deliveries which ended in c-sections) and c-section. Concurrent conditions included nickel sensitivity. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced uterine perforation (seriousness criterion medically significant). In 2012, the patient experienced premature menopause ("ovarian failure (early menopause)") with ovarian failure. On an unknown date, the patient experienced menorrhagia ("menstrual period disorder/ painful hemorrhages"), dysmenorrhoea ("menstrual period disorder/ painful hemorrhages"), back pain ("back pain"), cardiovascular disorder ("problems with blood circulation"), fluid retention ("fluid retention"), weight increased ("she has gained around 30 kg") and mood altered ("sudden mood change"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, back pain, cardiovascular disorder, fluid retention, mood altered and premature menopause outcome was unknown and the weight increased had not resolved. The reporter provided no causality assessment for back pain, cardiovascular disorder, dysmenorrhoea, fluid retention, menorrhagia, mood altered, premature menopause, uterine perforation and weight increased with essure (ess205). The reporter commented: at the moment of this report, the consumer is decided to remove essure. The surgery has not been performed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound uterus - in 2009: one device not well placed and uterine perforation most recent follow-up information incorporated above includes: on 4-feb-2018: case correction received: it was clarified that at the moment of the initial report, consumer decided to remove essure, however the surgery has not been performed - essure is ongoing. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.